Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the date of the initial procedure? [N/a]. What tissue was the stratafix spiral suture used on? [Subcuticular]. When did the discharge start (what post op day)? [N/a]. Were cultures taken of the wound/ discharge? [No]. What are results of culture? [N/a]. What medical intervention was performed for the post op scar and serious discharge? [Antibiotics given]. What suture did the surgeon use prior to the use of stratafix spiral? [N/a]. What is the surgeon¿s opinion of the causative relationship between the suture and wound discharge? [Surgeon suspected it is caused by the long absorption period of the sutures (91-119 days) compared to the sutures he normally used (vicryl 56-70days)]. What is the current condition of the patient? [Patient has healed.]

Event description:
It was reported that a patient underwent a hand surgery procedure on unknown date (B)(6) 2018 and barbed suture was used. One week post procedure, the scar was healed and patient experienced erythematous and serous discharge. The surgeon noted the area takes three weeks to subside. The patient was treated with antibiotics. Additional information has been requested.